Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated and rising. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure two tines of the leadless implantable pulse generator (ipg) were anchored. After finishing the implant procedure parameters were checked and there was full loss of sensing and loss of capture. It was also noted that the threshold had increased. The physician attempted to explant the ipg with a snare but was not able to catch the device, only the tines, and the snare was tearing. The patient was getting weaker and final measurements were acceptable so the physician decided to leave the ipg hoping that it will stay in place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.